Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: it was reported that the patient experienced numbness around the battery site of the implantable pulse generator (ipg). Additionally, a hard bump was noted above the incision site. The patient was given antibiotics. 2025-may-30: additional information was received from the manufacturer representative (rep). Rep reports the patient was seen in office, battery and lead connections are great. Numbness has resolved around the battery site. No further actions are planned. 2025-jun-25: additional information was received from the rep. Rep reports the patient had battery pocket revised today placing battery more inferior. Absorbable antibacterial envelope was used.

Event description:
Additional information was received from the rep. Rep clarifies that the antibiotic use reported on may 16th 2025 was preventative and there was no infection. Rep reports the patient requested the battery revision for comfort. Physician requested waiting for healing and swelling to go down to determine if the patient still requested a revision. Rep reports the patient had a good outcome from battery pocket revision surgery and the issue has been resolved.

Manufacturer narrative:
Due to the additional information received, previously reported e1906 is no longer applicable to the event. H6 coding has been updated to reflect the new information. Initial report is no longer late. The notify date of the reportable event, battery pocket revision, has been updated to june 25th 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.